Manufacturer narrative:
The technician replaced the left foot brake caster and adjusted three brake casters to repair the stretcher.

Event description:
Information received indicates the brake will not hold.